Manufacturer narrative:
(B)(4). The date of occurrence is an estimated date, the exact date was not remembered except that the procedure was in september within the last couple of weeks. Date of occurrence entered is (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device with a 6f sheath after a left heart catheterization diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.